Event description:
It was reported that; dr. Notified us that blocker had backed out when he took a follow up x-ray of a patient. The rod on the left side of the construct was not secured in the tulip head of the l5 screw. Patient is not symptomatic and no revision has been scheduled.

Manufacturer narrative:
Additional information received on 27-sep-2016 indicated; patient has now underwent revision surgery. The reported event is currently pending investigation to understand the cause of the reported event.

Event description:
It was reported that; dr. Notified us that blocker had backed out when he took a follow up x-ray of a patient. The rod on the left side of the construct was not secured in the tulip head of the l5 screw. Patient is not symptomatic and no revision has been scheduled.

Manufacturer narrative:
Lot# n47. Result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. He returned device was inspected and deformation was observed on its base. The deformation was not even across the base suggesting that final tightening had occurred with the blocker not seated properly on the rod. Additionally, the deformation appeared to be excessive as part of the threading appeared to be completely flattened. Conclusion: the observations suggest that the blocker had been over-torqued while not properly seated on the rod during final tightening. This may have lead the blocker fixation not being secure, resulting in eventual disengagement of the blocker.

Event description:
It was reported that; dr. Notified us that blocker had backed out when he took a follow up x-ray of a patient. The rod on the left side of the construct was not secured in the tulip head of the l5 screw. Patient is not symptomatic and no revision has been scheduled. Update 9/27/2016: patient underwent a revision surgery on (B)(6) 2016